Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the valve is functioning as intended and does not require intervention at this time and the cause of the clinical observation cannot be determined.

Event description:
Edwards learned that the patient was considered for valve-in-valve intervention due to tricuspid stenosis. It was reported that the patient has not been scheduled for re-operation nor are plans to at this time.

Manufacturer narrative:
In this case, intervention is indicated as the patient was considered for valve-in-valve intervention therefore the valve is not functioning as intended. It was determined that no intervention will be taken at this time.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without additional information or return of the device the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted.

Event description:
Edwards received information that a 31mm mitral bioprosthetic valve is failing and patient was being considered for transcatheter valve-in-valve intervention in the tricuspid position. Through follow up it was learned the patient is not a candidate for transcatheter valve intervention. No additional information was provided. Attempts to retrieve additional information are in process.